Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation at hospital, device was found at end of service. Patient was reported to be short of breath. Although the marker channels were indicating the device was pacing, there was no pacing on the surface egm. Review of session record revealed no capture and low lead impedance on all pacing leads. Rapid battery depletion was noted. Device was explanted and replaced. Patient's condition was stable post-procedure.